Manufacturer narrative:
Upon receipt, the helix was extended and stretched out of the distal tip. This stretching would have occurred during the attempted implant. Further helix testing could not be performed due to received condition of the helix.

Event description:
It was reported that during the implant procedure, the helix of the right atrial lead could not be extended and was damaged. Several attempts to position the lead were unsuccessful since the lead continuously dislodged. The lead was removed and replaced. The patient was stable during and after the procedure.